Event description:
It was reported that the device worked well after implant. The patient's device was repositioned due to pain in the device pocket area. The patient still experienced pain so, the device was explanted. The patient no longer had pain and was fine.